Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clot. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in a patient with a visibly low ejection fraction. The first mitraclip was implanted without incident reducing mr to grade 2. A second clip delivery system (cds) was inserted into the patient and successfully grasped the leaflets, reducing mr to trace. A clot was noted in the left atrial appendage, which developed from the stasis of the blood due to the poor ejection fraction. The clip was not deployed and was removed. Additional heparin was administered, resolving the clot. The patient was reported to be doing great. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to procedural conditions (poor ejection fraction/blood stasis). There is no indication of a product quality issue with respect to manufacture, design or labeling.